Manufacturer narrative:
The device was inspected and tested on 3rd august 2017. Within this inspection, functional testing and visual inspection was made. The result was: => the device was out of specification. => interval of the supplier maintenance was exceeded by the customer (2 times). As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. From our experience we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Clinical specialist was contacted on (B)(6) 2017 by customer. Stated they have had two recent cases were the frame has slipped while on the patient's head. Returned goods form were received on 18th july 2017 from customer. Stated: "the clamp was placed and the patient's head slipped while in the locked clamp. The clamp placement was checked by the surgeon and he noted the pins had slipped." Risk: possible spinal cord injury/death. Procedure: posterior cervical fusion. Positioning: prone. Surgery completed: yes. Date of incident: (B)(6) 2017 (only one incident).